Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30452879m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient in their sixties underwent a left sided premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Mapping of pvc was done with a decanav catheter, then swapped to the thermocool® smart touch® sf bi-directional navigation catheter ablation catheter and lesions were delivered (unknown total number of lesions delivered but less than ten). The physician wanted to remap the pvc so a pentaray catheter was used. Shortly after the ablation catheter was swapped to the pentaray through the same agilis transseptal sheath (about 16 seconds after the ablation was finished), pericardial effusion was noticed on the intracardiac echocardiography (ice). Reminder of the procedure was aborted. Pericardiocentesis was performed and 1 to 2 liters of fluid was removed. The patient was reported to be in stable condition after pericardial drainage. Cardiothoracic surgeon was then called, and the patient was moved to surgery. Open-heart surgery was performed to repair the ruptures in the cardiac tissue. Prolonged hospitalization was required, patient still hospitalized as of (B)(6) 2020. Patient¿s condition had improved. Physician¿s causality opinion was not provided, the exact cause of the adverse reaction is still unknown. Transseptal puncture was performed with a bailys or brk needle. Transseptal was marked on ice and did not show any anomaly. Traditional "pant-leg" view was seen. There was no evidence of perforation or steam pop during ablation. The irrigation line was flushed and set to "low" flow prior to the case. The physician was using 50w which would incur a flow rate of 15ml/min. The force visualization features used included graph, vector, dashboard, and visitag. The parameters for stability used with the visitag module were range: 2.5mm time: 3seconds force over time (fot) 25% at 3grams tag size initially 3mm then switched to 1mm for better visualization of the map. None visitags exceeded excessive force values (>20grams). Visitags were colored via impedance drop, set to 5ohm to 10ohm values.